Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level was 477 mg/dl at the time of call. Customer also reported that the insulin pump had motor error alarm and no delivery alarm. Customer reported that the drive support cap appears normal. Customer was able to clear the alarm and able to complete insulin pump rewind. Customer performed displacement test and the test passed. Customer stated that the insulin exited. Troubleshooting was declined for hyperglycemia. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test, no unexpected no delivery alarm or motor error alarm during testing noted. The motor was tested outside the device and passed. (B)(4).